Manufacturer narrative:
A visual examination under magnification of the returned driver was performed. Torsional and oblique fracture patterns were found at transition of hex into radius. A torsional fracture pattern likely indicates an excessive twisting load (torsion), while the oblique fracture pattern likely indicates some side loading (bending) was also applied to hex tip. The driver is not designed to withstand significant side loads. Hex tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance.

Event description:
During implantation of an orthopedic plate, the driver tip broke off in the screw head during final tightening of a locking screw. The tip of the driver was left implanted in the screw head.